Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein to an ivc filter using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician made multiple successful passes using the cat8 with a non-penumbra sheath. After approximately an hour of torquing, the physician removed the cat8 and found the proximal end to be kinked. The procedure was completed using a new cat8 with the same sheath. There was no adverse effect to the patient.